Event description:
The hospital reported that during a coronary artery bypass procedure using aortic cutters, 5-pack (3.8mm), it was cut so as to wrap around the surrounding tissue, resulting in an anastomosis with a diameter of approximately 7 mm. At that time, the ascending aorta was dissociated, and additional ascending aortic vascular replacement was performed. The patient is getting better.

Manufacturer narrative:
Updated sections: g4, g7, h2, h10. Corrected section: h10 - summary corrected. Trackwise # (B)(4). The device was returned to the factory for evaluation on 06/23/2020. An investigation was conducted on 07/29/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There was tissue particulate inside the cavity of the blade. The cutter was unlocked and the actuation button was depressed with the needle extended. The extension of needle was measured at 0.400 inches which is within specification. There was no damage observed to the needle. The shape of the tissue inside the cavity was examined. The tissue did not appear to have a donut shape indicating that during the punch the aortic cutter was most likely not held perpendicular. Based on the returned condition of the device and the investigation results, the reported adverse event is confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using aortic cutters, 5-pack (3.8mm), it was cut so as to wrap around the surrounding tissue, resulting in an anastomosis with a diameter of approximately 7 mm. At that time, the ascending aorta was dissociated, and additional ascending aortic vascular replacement was performed. The patient is getting better.

Manufacturer narrative:
Corrected sections: b5; h6-device code changed to "adverse event without identified device or use problem." Trackwise # (B)(4). The device was returned to the factory for evaluation on 06/23/2020. An investigation was conducted on 07/29/2020. A visual inspection was conducted. Signs of clinical use and evidence of tissue inside the blade. The aortic cutter was returned in an unlocked position. The actuation button fully depressed inside the tool with the cutter and spiral needle deployed. The cutter was in a deployed state with the actuation button approximately 1 inch inside the tool. No visual deformities were observed. The blade was observed to be in normal extension. There was no damage observed on the blade. Measurements of the blade was taken; ..4085, .4050, and .4085 totaling 1.2220, which is within specifications. Connector end was observed to be intact. No visual defects were observed. Based upon the received condition of the device, it is not possible to confirm the reported complaint as there was no device malfunction.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using aortic cutters, 5-pack (3.8mm), it was cut so as to wrap around the surrounding tissue, resulting in an anastomosis with a diameter of approximately 7 mm. At that time, the ascending aorta was dissociated, and additional ascending aortic vascular replacement was performed.